Event description:
Procedure: lap gastric bypass. According to the reporter: staples did not form properly when fired on the stomach. The surgeon applied another device to redo the gas jejunostomy. Delay in or was reported as 1 hour.